Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a capacitor maintenance test was performed and the charge time was extended and out or range. All electrical values were stable, the patient will continue to be monitored on merlin.net. The patient was stable.